Manufacturer narrative:
Service inspected the architect i2000sr analyzer, observed crystal sediment near the pipettors and removed the crystals. Cleaning of the module resolved the issue. No definitive part was determined to be the likely cause. The architect i2000sr analyzer, serial number (B)(6), considered to be the likely cause. An instrument service history review determined no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around this complaint was initiated that may have contributed to this issue. The trending review determined no trends identified for the architect i2000sr inst ((B)(6)) related to the complaint. The history device record was reviewed and determined no non-conformances or deviations were identified for the arc i2000sr inst ((B)(6)). Labeling was reviewed and adequately address the issue under review. Based on the investigation, no systemic issue or deficiency for the architect i2000sr analyzer, (B)(6) was identified.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2021-00116-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a (B)(6) year old non-pregnant female patient while running on the architect i2000sr analyzer. The doctor was questioning the result. The following data was provided (reference range </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): sid (B)(6) = initial result = 1517.343 miu/ml. There was no impact to patient management reported.